Event description:
It was reported that during a low anterior resection procedure, after firing the device, there was no evidence of staples in the tissue or in the stapler itself, other than one single staple lying on the tissue post fire. The instrument felt fine when fired. The case was completed with sutures. There was no patient consequence.